Event description:
It was reported that the device was in use with patient for infusion of remodulin for treatment of pulmonary hypertension. The reporter stated the patient was "off remodulin for unknown period of time due to malfunctioning of the pump". The reporter stated the patient restarted the infusion using her back up pump. Patient was reported to have experienced side effects due to the interruption of delivery (vomiting and diarrhea). No treatment was reported as necessary other than the re-start of the infusion. No permanent adverse effects reported.